Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm noted. Insulin pump received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was alarming. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be recessed. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 1168 mg/dl at time of reporting. Nothing further reported.